Event description:
Two liners have exploded following shut-off of suction. The allegiance rep tried the system and the liner exploded through the wide bore port. The nurse was covered in the contents of the liner when it exploded.